Event description:
It was reported that during an unknown procedure, the surgeon complained that the device was misfiring, not closing completely, jammed and the clips were falling off. This is all the information available. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.